Manufacturer narrative:
The returned device was evaluated, and the monitor passed all evaluation tests. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. The device investigation indicates that the patient was wearing the wcd system during the asystole episode. Evaluation of the returned system confirmed no issue with device performance. However, the wcd is not indicated for the treatment of asystole.

Manufacturer narrative:
Additional investigation indicated that the wcd detected a vt and delivered a therapeutic shock appropriately. However, the disconnection of the device (while still being worn) prevented the device from further action, and barred kestra from determining the exact cause of death.

Event description:
Patient's caregiver called in to report that the patient passed away and was wearing the wcd system at the time of the death. Patient's caregiver further stated that the device provided therapeutic shock at that time. Wcd event log was reviewed and there is no record of therapy shock delivered episode. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.